Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-03299 which was submitted on jun 12, 2020. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus (B)(4) was informed from the user that the image of the subject device was disappeared but red dots were appeared during the laparoscopic cholecystectomy. The user changed the endoscopic system to another and completed the procedure. At the inspection for the repair, the repair center of olympus (B)(4) identified the noise occurred on the image of the subject device. It was also found that its video connector socket was loosen much. There was no patient injury associated with this report. It was not provided the other detailed information.